Event description:
The customer reported via phone call indicated they had experienced high blood glucose. Blood glucose reading was 600 mg/dl. Customer had treated high blood glucose with insulin pump. Customer reported insulin pump was under delivering insulin. Troubleshooting was performed for high blood glucose. No possible cause found. Customer had been using insulin pump within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.